Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported having a primary left hip implanted in 2015. Patient reported having ¿metal fragments coming out of body, ¿splinter like¿ to ¿whole shards¿ of metal. Patient noted he has a ¿skin disease¿. Wants to know metal composition of parts. Patient would like to know if implants are subject to a recall. Patient also mentioned, surgeon stated ceramic on metal implant and that x-rays show nothing wrong with implant.

Manufacturer narrative:
This MFR report #0002249697-2022-01651 was found to be a duplicate of MFR report # 0002249697-2017-03105. All data for this patient's experience will be captured under MFR report # 0002249697-2017-03105.

Event description:
This report was found to be a duplicate of MFR report # 0002249697-2017-03105. Patient reported having a primary left hip implanted in 2015. Patient reported having ¿metal fragments coming out of body, ¿splinter like¿ to ¿whole shards¿ of metal. Patient noted he has a ¿skin disease¿. Wants to know metal composition of parts. Patient would like to know if implants are subject to a recall. Patient also mentioned, surgeon stated ceramic on metal implant and that x-rays show nothing wrong with implant.